Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the biopsy channel tested positive for staphylococcus coagulase negative (3cfu/100ml) and the auxiliary channel tested positive for bacillus species (5cfu/100ml) but the testing result cleared (B)(4) guideline. The test indicated no microbial growth for the air/water channel and the suction channel.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested (B)(6) for(B)(6) (>200cfu/100ml). The subject device had been reprocessed manually with peracetic acid. There was no report of infection associated with this report.